Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the set screw on the header of the pacemaker cannot be tightened. The pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to tighten the setscrew to fix the lead in the header was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the torque wrench into the setscrew inset in multiple ways. The incorrect wrench insertions damaged the setscrew. The setscrew could not be tightened because of a combination of incorrect wrench insertions and damage to it by the user/physician in the field. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.